Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy, rotator cuff surgery the ablation field detached. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with different part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional info: h6. The complaint is confirmed. One unpackaged ar-9811 apollorf batch number 66436317, was received for investigation. Functional testing was not performed due to the fact that the received part was cut in half and the device was only the shaft, the handle was not received. The reason for that is undetermined. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue; the cause is attributed to the supplier process. Refer to ncr-20813.